Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into a different outlet and try various adapters, which led to the use of a non-tandem wall adapter and charging cable to resolve the issue. Technical support advised against using third-party charging supplies and arranged to send a replacement adapter and cable. Pump began charging after these actions, and no further assistance was required.